Event description:
The report rec'd from our study database indicated that pt had a restenosis of the left superficial femoral artery. There were two (2) stent splaced in the index procedure. There (3) months later pt returned with restenosis and angioplasty treatment was done for the lesion. The event was determined to be probable related to device amd procedure by medical personnel. The event was resolved. This product will not be return for eval and testing. This is one of two products used in the same procedure and reported under MFR number, 9616099-2006-00282.